Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that during a safety check inspection, the rfg was turned on the machine began to "sizzle" and "smoke." An error code (457 or 475) appeared on the generator screen after they plugged in their catheter. The customer did not recall the exact error code. No patient involvement.